Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, per report, the severely calcified aortic annulus and leaflets likely contributed to the balloon rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, the delivery system balloon burst during deployment. The balloon appeared to be fully expanded although there was still 3ml of contrast remaining in the atrion syringe. The valve landed at the intended location with a final position of 80:20 aortic/ventricular with mild pvl. The decision was made not to post dilate due to the amount of calcium present in the lvot, annulus and cusps, and the patient's history of chronic steroid use. As reported, examination of the balloon post procedure revealed a longitudinal slice in the balloon from the nosecone towards the medial portion of the balloon with a vertical cut in the balloon in a perpendicular fashion along the nosecone and in the middle of the balloon (as is cutting it in half). The delivery system was discarded. Per report, severe calcium was present at the aortic annulus and cusps.